Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a valve leak occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was selected and inserted into the patient. An unspecified guide wire was inserted in the was. It was noted that the hemostasis valve was not closing completely and a minimal amount of blood was leaking. A new was then used to complete the procedure. There were no patient complications and the patient's condition is stable.